Event description:
The programmer which was returned with no information subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the stylus skipped in some sections of the screen and therefore, the overlay/bezel assembly was replaced and the stylus calibrated. Analysis also found that the system fan was noisy and it was also replaced. Concomitant product: product ID 229047 software analyzer. (B)(4).